Event description:
The user facility reported a 49-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient experienced a gradual bleed from multiple sites, including the impella access site, during pump support. Blood transfusions were performed as needed based on the patient's hemoglobin levels. It was noted that a coagulation abnormality was present in the patient at the time of the noted condition. Support continued with the implanted pump throughout the event.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. No product was returned. The root cause of the access site bleeding issue was most likely patient condition related as the clinical details mention that the patient had a coagulation abnormality.

Event description:
The complainant reported that the patient experienced a gradual bleed from multiple sites, including the impella access site, during pump support. Blood transfusions were performed as needed based on the patient's hemoglobin levels. It was noted that a coagulation abnormality was present in the patient at the time of the noted condition. Support continued with the implanted pump throughout the event.